Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter resulting in a leak; further described as "came off" while patient was sleeping and "woke up all wet". This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter remained in use. There was no patient injury; however the patient received prophylactic antibiotics. No additional information is available.